Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) surgery due to the device was not working, would not deflate. The device was removed and a new app was implanted. There were no further patient complications. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to the patient was not able to deflate the device. The device was implanted on (B)(6) 2010.